Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the silver button of handles for screwdriver broke at the same time. The screwdrivers were purchased a few years ago (exact date is unknown). There was no patient involvement. This report involves one (1) handle f/screwdriver shaft 2.5 hexagonal/stardrive t15. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Part: 03.400.111; lot: 9345211; manufacturing site: (B)(4); supplier: n/a; release to warehouse date: february 3, 2015; expiration date: n/a. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.